Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and from the legal manufacturer's final investigation results. The device was returned to the legal manufacturer for a general check. During inspection, the legal manufacturer identifies the following: -varying colored images (purple/green). By disassembling the device and testing the components individually, oste is able to trace the image error back to the charged coupled device (r-unit). - a cut in the grey protective hose. - the strain relief sleeve is overloaded and torn out of its assembled position. - the light-guide fiber composite at the distal end is damaged by external force (impact, shock, accidental dropping). - due to the damaged light-guide fiber composite, the device does not pass the light transmission test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: r-unit ¿ defect in color: - unacceptable tension in the area of the charged coupled device assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer charged coupled device to bumper sleeve" - unacceptable tension in the area of the charged coupled device assembly due to asymmetrical alignment of the spring to charged coupled device before the bumper sleeve is joined cut in hose: the cause is very likely improper handling by the user. Overloaded and torn strain relief sleeve: the cause is very likely wear and tear. Damaged light-guide fiber composite / light transmission test not passed: the cause is very likely incorrect handling by the user, more specifically subjecting the device to external force. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. The device evaluation found the charge coupled device was broken showing a purple image, the fiber bonding in the outer tube area on the distal end was found damaged, the light guide- bundle of the insertion section is broken (and therefore, the light transmission was not given or was too low), the protector of the video cable section was cut, and the protector of the video cable section was overstressed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The video telescope endoeye hd ii was returned as part of the asset return process. During routine inspection of the device by olympus, the charged coupled device was broken showing a purple image. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.